Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of reported event cannot be determined.

Event description:
The service center was informed that during preparation for use the video system displayed a ¿b30 scope communication error¿ when connected to the 180 series and 190 series scopes. There was no patient involvement reported.

Manufacturer narrative:
The legal manufacturer reviewed the contents of this complaint. Although the detailed information was requested, no further information was provided. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is the following: it is presumed that this phenomenon occurred when the user used the device with foreign objects such as dust, dirt, and the remainder of chemical solution adhered to the electrical contacts of the video connector. When dust or dirt is adhered to the electrical contacts, the communication between the video processor and the endoscope cannot be performed normally, and a scope communication error (b30) occurs.